Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A critical random access memory parity error was recorded on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the remote data transmission showed a reset occurred on the device. Patient reported receiving a "shock" at about the same time the reset occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.